Event description:
It was reported that pump displayed malfunction alarm with code. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Customer did not require third party assistance. Customer gave correction insulin injection by syringe and tandem technical support guided customer through pump reset, after which malfunction did not recur, and customer was advised to continue using pump and to call back if malfunction returned.